Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results - a definite root cause of the reported difficulties could not be determined. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with contrast visible in the balloon and on the shaft. There was blood visible in the inner lumen, guide wire lumen, balloon and on the outer member. The balloon was loosely folded. The shaft was separated at 1.1 cm distal to the guide wire exit notch. Both the inner member and outer member were stretched around the separated portion. The fracture faces were stretched and jagged. The guide wire lumen had a longitudinal tear for a length of 1.1 cm, distally from the guidewire exit notch. The supporting mandrel was still intact. There was no other damage noted to the balloon catheter. Product performance engineering has reviewed the case description and analysis of the returned device; damage was noted. The analysis was able to confirm the complaint, as the device was returned in two separate pieces. Factors that may contribute to the reported difficulties may include, but not limited to, manufacturing, materials, tensile overload, patient anatomy, or associative device interaction. The fracture faces of the inner and outer member of the separation site were stretched and jagged, which suggests the balloon catheter device had been subjected to tensile overload beyond its design limits. Attempts to maneuver the device after encountering resistance in the anatomy may result in stretching and jaggedness. However, the case details state that no resistance was observed during the procedure. There was a 1.1 cm longitudinal tear observed distal to the guide wire exit notch. Damage of this type appears to be related from and interaction with the guide wire. It is possible that during the removal attempt of the dilatation catheter from the patient may have been pulled in an opposite direction as the guide wire, resulting in the tear damage and separation. The used guide wire was not returned, which may have aided in the investigation. Based on reported case description and analysis of the returned device, a definite root cause of the reported difficulties could not be determined. Product performance engineering and/or the respective business unit, quality engineering group, will monitor the incident circumstances. The lot history record was reviewed and there were no non-conforming material reports associated with this lot number. A query of the complaint-handling database was performed and there was no other reported incidents with the same part and lot number combination. All catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: required medical intervention to remove separated shaft. Device issue: shaft separation. It was reported that when the balloon catheter was removed from the patient, after treating the lad, it was observed that the distal portion of the shaft was missing; no resistance was noted. The distal portion was still in the patient, as observed via fluoroscopy, but still within the guiding catheter. A new balloon catheter was inserted into the guiding catheter and inflated in order to trap the separated portion and all was removed from the patient as a single unit. Reportedly, the patient is doing well. No additional event or patient information is available.